Event description:
A covidien electrocautery unit with a cautery electrode blade 6.5, a cautery electrode blade 2.75, and an invuity lighted breast retractor with wide wave guide were used on the patient. A dime-sized burn on patient's left chest below surgerical incision was noted. Bacitracin ointment was applied to site.